Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer experienced moderate ketones and blood glucose (bg) level greater than 600 mg/dl. The customer delivered a correction bolus and changed the infusion set to address the elevated bg level. The contact and customer had already changed their supplies prior calling tandem technical support, therefore, no troubleshooting could be performed. Contact reported since the site had been changed, the customers bg levels were back to target level.